Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, the patient was lying in bed in the morning when their spouse noticed the cgm readings on the tandem pump was at 86 mg/dl. She checked a finger stick and the patient's bg was 42 mg/dl. The patient was not symptomatic. Prior to noticing the inaccuracy it was reported that the patient took tylenol (500 mg) for hip pain due to a recent surgery (2 weeks ago). The patient's wife called 911 and when paramedics arrived, they treated the patient with IV therapy. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.